Event description:
Caller reported that the pump battery would not charge, and despite leaving the wall adapter plugged into a working outlet for 30 minutes, the issue persisted. The caller did not receive a power source alert, and although the customer¿s blood glucose level impact was unclear due to the pump screen being dark, there is no confirmation of levels exceeding 500 mg/dl. Attempts to resolve the issue using different wall adapters and charging cables were unsuccessful. Tandem technical support decided to replace the pump, and the caller, who was instructed on how to put the pump into storage mode, will return the faulty pump via pre-paid label within 10 days. There was no backup therapy available, and the caller was advised to contact their healthcare provider for further support.